Manufacturer narrative:
(B)(4).

Event description:
The pump was "off" for 6 months. The physician "started it up at the point we left it 6 months before." The patient then experienced an overdose. The patient went to the emergency room (ER), "so they could get things under control." The pump was turned off when the nurse noted the patient was "having an od." In the ER, the patient "started throwing up," the patient was then given a "shot of phenergan." Per the reporter, the patient then experienced a respiratory arrest and the patient's heart "did not want to beat correctly." The patient was later told that phenergan should not be given when a patient experiences an overdose of morphine. Additional information has been requested, but was not available as of the date of this report.